Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer was using apidra insulin within their cartridge. Tandem technical support (cts) advised the customer to change their infusion set tubing to resolve their occlusion alarm. Cts educated the customer in regards to other possible caused of occlusion alarms and informed the customer that apidra was not compatible with the insulin pump. The customer stated that all pump supplies would be changed to resolve the occlusion and they would reach out to their healthcare provider in regards to using compatible insulin types with the pump.